Manufacturer narrative:
Manufacturer reference number: (B)(4). This report is related to manufacturer reference number (B)(4). Originally submitted on alternate summary report e1999001 in april 2015. Two devices were returned under the original complaint. The functional investigation of one device determined the failure to be attributed to a user error. The investigation of the second device (summarized in this report) determined the failure to be attributed to an assembly error. For this reason, this additional report is being filed. H3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The instrument was received partially applied with eleven clips remaining. Visual inspection noted the clip channel was damaged. The instrument was cycled and the clip did not load properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the clip not loading properly and the reported condition was confirmed. Engineering determined that the cover plate tabs were not aligned properly during the manufacturing of the instrument preventing the proper loading of the clips. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A process enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time. H6. Device code: 2983

Event description:
According to the reporter: the device jammed and wasn't working properly. Another device was opened to complete the case.